Event description:
In 2009, the patient reported that she received an e4 (occlusion) error on her infusion device at 3:00am and she changed her infusion site. The infusion site had been in use since the previous day. A short time later, the e4 recurred and she then changed the infusion tubing. She stated that she has experienced this issue several times in the past 2 weeks. She stated that the infusion tubings from her current box do not attach to the infusion site as easily as they normally do. She stated that she reuses insulin cartridges and only changes the cartridge 3 times per month. She was advised not to reuse cartridges. The adapter has never been changed. She was advised to change the adapter with every 10th cartridge change. At the time of the report, the patient was attempting to bolus 2.7 units of insulin when the e4 occurred. Only 2.2 units were delivered before the error. She was advised to attempt to bolus 0.5 units and e4 was displayed. She was instructed to disconnect from the infusion site and e4 was displayed when she placed the infusion device in the run mode. She cleared the error and was then able to prime without error. She reconnected to the infusion site and completed her bolus without error. The patient called back the same day, and stated that she received another e4 while attempting to bolus for dinner. She changed the infusion set, insulin cartridge, and adapter and bolused without error. The patient called back the next day, and stated that her blood glucose had been elevated since the previous morning. Her blood glucose measured 458 mg/dl at the time of the report. Her target blood glucose level is 100 mg/dl. She attempted to bolus 5.9 units of insulin and e4 was displayed. To troubleshoot, she was instructed to disconnect from her infusion site and she bolused 5 units of insulin without error. She stated that she inserts sites to the left and right and sometimes below her belly button and she has always used this area. She inserted an infusion site in her upper abdomen in an area not previously used and she completed her bolus without error. She was sent information on infusion site management, sample infusion sets, and an infusion site insertion device. Upon follow up two days later, the patient stated that her blood glucose returned to normal and she had no further e4 errors. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.